Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not fire and jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.